Manufacturer narrative:
(B)(4) concomitant: unknown, unknown exceed abt cup, unknown; unknown, unknown cobalt chrome femoral head, unknown; unknown, unknown poly acetabular liner, unknown. Report source, foreign - the event occurred in (B)(6). This device is not cleared for distribution or marketed in the us, but is similar to taperloc hip system ((B)(4)). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that the patient reported pain, limping, and found it extremely difficult to perform usual activities six months after a right total hip arthroplasty procedure. It was also reported that during the one-year post op follow-up visit the patient experienced extreme pain and found it interfering with usual work along with moderate difficulty in performing daily activities. It was reported during the three-year post op follow-up visit that the patient reported moderate pain with minimal/some difficulties in performing daily activities.